Manufacturer narrative:
(B)(4). Additional information requested and received: which firing of the device did this event occur on? Unk. Was the clip fully advanced into the jaws prior to firing? Unk, related to the clips spitting from the device. Were there any feeding issues experienced with the device? Yes. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Unk. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? All firings were in the patient. What were the indications for surgery? Unk. Does the patient have any relevant history of surgical treatments? Unk. Did somebody other than the primary surgeon fire the instrument? No. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed five clips as intended and it ejected three clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device was firing normally as per the instructions for use. The surgeon was not getting full distal closure on the cystic artery; an unknown number of clips were malformed and falling off the cystic artery. It is unknown if the clips were retrieved from the patient. The surgeon then opened an er420 and an unknown number of clips would spit out of the device. The spit clips were unformed in u-shape. There was no compression of the clips. The surgeon opened up another el5ml and the case was completed. The patient went to the intensive care unit for bleeding. The approximate amount of blood loss was 550 milliliters. It is unknown if the patient received a blood transfusion.